Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that at the time of implant the patient was on general anesthesia for three hours, without transfusion support. Access from the right and left common femoral arteries and angioplasty of the left common iliac artery with a 10x40 mm balloon. The bifurcated stent graft was introduced through the right femoral artery and the contralateral leg was inserted through the left femoral artery. It was noted that there was a proximal type I endoleak which required placement of an endurant (B)(4) aortic extension; however, the endoleak did not resolve. A type iii endoleak at the junction of the main body and contralateral leg were also noted and treated with relining of the contralateral leg with an endurant (B)(4) extension; however, the endoleak did not resolve. Postoperatively, the patient experienced epistaxis requiring anterior nasal packing, hematuria that resolved with bladder wash and was discharged 4 days postoperatively. At the patient¿s one month follow up there was no endoleak observed. The patient had been in for routine follow ups. The patient presented emergently with left back pain and vomiting with abdominal irradiation with 2 hours of evolution. Xyphopubic laparotomy. Clamping of the infra-renal abdominal aorta and common iliac arteries. Aneurysmotomy: did not identified active bleeding even after de-clamping and mobilizing the graft. A section of the aortic stent graft body level and explant of the terminal part was performed. Aorto-bi-iliac interposition with a dacron graft 18x9 mm was performed. The proximal anastomosis encompassed stent graft and aortic wall. Transfusional support: rbc 7, 6 ffp, 1 pool platelets, fibrinogen 4 gr. Postoperatively the patient was on a ventilator for 48 hours and was discharged on day seven.

Event description:
Additional information was provided. Per the physician¿s powerpoint, the patient was treated for a 5.6cm infrarenal abdominal aortic aneurysm. Approximately 41 months post index procedure, the patient¿s CT follow up scan showed no signs of an endoleak however, the size of the aneurysm continued to slightly expand and measured 63.1mm in diameter. Approximately 48 months post implant, contrast was seen in the sac which may be a type iii endoleak near the flow divider and the aneurysm had expanded to 77.3mm in diameter. Also, two of the springs from the contra limb have pierced through the fabric. The stent grafts were explanted and returned for evaluation. From the examination of the returned devices and clinical information provided, the cause of the recent aaa expansion appears to have been due to a type iii fabric endoleak from the bifurcate, emanating from several holes caused by abrasion from the proximal stents of the underlying limb extension. Three proximal stent apices from the 20 mm limb extension, implanted just proximal to the contralateral limb, were found to have protruded approximately 1 mm through the fabric of the bifurcate near the level of the flow divider. After separation of the 2 contralateral stent grafts from the bifurcate gate, the 3 holes measured 1.3 ¿ 2.6 mm¿s long x 0.3 ¿ 0.6 mm¿s wide. No other stent graft integrity issues were observed. The cause of the reported proximal type I endoleak and type iii junctional endoleak at implant could not be determined. The proximal portion of the stent graft aortic body and suprarenal stents, and the aortic cuff were not returned; thereby limiting the extent of the investigation. The contralateral limb was also confirmed to have appropriate overlap across the gate. Angiography images from implant confirmed contrast in the aneurysm sac, but the type or cause of endoleak could not be determined from these films. It is also possible that there may have been a type IV endoleak at implant. The devices were confirmed to have met all endurant manufacturing specifications prior to shipment.

Manufacturer narrative:
(B)(4). Results and conclusion: (endoleak). (Lack of information, unknown cause of event).